Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/ 2.0cm/ 135cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The device was removed without any problem. The procedure was completed with a different device. There were no patient complications reported.